Manufacturer narrative:
Date of event: unknown. Device is an instrument and is not implanted/explanted. Service history review: lot #5282561: no service history review can be performed as this is a lot controlled item. A service and repair evaluation was completed: the customer reported the wire tip broke off at the measuring tip. The repair technician reported the stop was worn out, and the sleeve was missing. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wire tip for the depth gauge for 2.0mm and 2.4mm screws broke off at the measuring tip. It was found post-operatively after cleaning; there was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned depth gauge (lot 5282561) was manufactured on august, 2006 and is 8 years old. The depth gauge was received disassembled. The needle is broken off the graduated body and it bent in multiple places along its length. The slide mechanism on the depth gauge was tested and there is no resistance between the body and the slider. The outer body of the depth gauge falls off when the device is held vertically. The miniature ball on the slider is stuck inside of it. There are multiple nicks and scratches on the device consistent with normal use. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to the relevant drawing. Since then there was one update to the design that did not affect the intended usage of the device. The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. Excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process could have led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.